Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges was in recline position and was trying to go back to an upright position when it allegedly threw her out of the chair very hard.

Manufacturer narrative:
The device was evaluated and repaired by the provider. The tilt frame was replaced. The unit is working properly.

Event description:
Alleges was in recline position and was trying to go back to an upright position when it allegedly threw her out of the chair very hard.